Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have stroke and shortness of breath. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stroke and shortness of breath. The medical intervention that the patient received in response to the event is currently unknown. The reported event of stroke and shortness of breath and its reported severity was reviewed by the manufacture's clinical expert. The reported difficulty of breathing/shortness of breath may be related to a product problem and/or user error. Based on the available information at the time of the review, the device may have caused or contributed to the reported events of difficulty of breathing/shortness of breath. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error. The patient also reported stroke but this is assessed as not related to the device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.